Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Complaint is a duplicate of (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Complaint is a duplicate of (B)(4).

Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 to remove the broken rods posteriorly and place four cocr rods with parallel connectors to stabilize the spine. The surgeon resected scar tissue posteriorly to free up the damaged cage as much as possible. After the intra-operative assessment, the surgeon determined it would be best to revise the cage anteriorly with the help of the thoracic and vascular surgeons. On (B)(6) 2021, the surgeon was able to safely extract the broken cage. Scar tissue had formed across the t10/11 level, adhering the cage to vascular structures. To safely extract the cage, the surgeon had to remove the cage in pieces through his working channel. Once the cage was successfully removed, the surgeon measured the cavity height and prepared the space for the replacement cage. The surgeon used a 26x33mm diameter cage, cut to approximately 40mm, with two std support rings and a 15mm round cage secured inside the oval ti mesh implant. The surgeon successfully implanted the replacement cage without further incident to report. Two additional surgeries were performed. The procedure outcome is unknown. There was a patient consequence. This report captures the post-operative procedure performed on (B)(6) 2021 to safely extract the broken cage, while related complaint (B)(4) captures the post-operative revision surgery performed on (B)(6) 2021 due to fracture of the rods bilaterally. This report is for (1) unknown cage. This is report 1 of 1 for complaint (B)(4).